Event description:
It was reported to philips that the device monitor reboots. There was no patient involvement.

Event description:
It was reported to philips that the device monitor reboots. There was no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the processor board pca, which was replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.